Event description:
A caller reported that the indicated battery charge on their device dropped by 30% in a short period of time. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Since this was the first time the issue was reported, no replacement was provided.